Manufacturer narrative:
The investigation into the product damage (cannula kink) issue has been completed since the original report was submitted. The product was not returned for investigation. Based off the clinical details provided, the root cause of the product damage cannula kink is most likely due to a catheter kink from improper technique. D6a and d6b added the following have been reported incorrectly or missing from manufacturer device report a5 ethnicity not hispanic inadvertently was selected g1 reporting contact fax number missing

Event description:
The user facility reported that following multiple interventions including cardiopulmonary resuscitation (CPR) and pericardiocentesis related to the patient's pre-existing condition, the catheter of the impella kinked. The pump was subsequently removed and replaced with another impella cp pump for ongoing support. There was no patient harm.